Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. The reporter stated that last night the display was orange, then went darker and then this morning, there was no display. The reporter stated that the pump had sound but not sure if it had vibration and denied moisture exposure and trauma to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powered up normally but verify did not appear on the screen. The display was observed to be blank. The pump was opened and a cracked display screen was observed. Further testing was prohibited due to the cracked display screen.